Event description:
A hemodialysis user facility has reported the following incident: pt dialyzing on twister line, reversed line, one of the venous segments broke off of twister segment resulting in blood loss. Line had been in reverse flow for > 1 min., < 5 min when blood began splattering on the machine. Treatment stopped line picked up-segment broke completely off. A call was placed to this facility in order to obtain detail of this particular incident. It was verified that a tubing separation had occurred. Additionally, in speaking with the rn, it was learned that the pt was hooked up for dialysis and they were set to do the access flow the machine canceled and they reset it, and that is when leak occurred and than the tubing separated in the middle of the access flow test. The facility save the sample for an evaluation. The pt is reportedly fine and that a new set of bloodlines were used for the completion of this treatment. Additionally, it was reported that the estimated blood loss was approximately 300 ml. The pt did not become symptomatic from this event.